Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 32 first prime pulses and was deactivated at 42 pulses. The device detected a confirmed open count too early resulting in the device completing first prime prematurely. Therefore, the ratchet gear never rotated enough to where the firing flat would be released deploying the needle mechanism after completing second prime. The device was reset and rerun. The rerun data returned an 0x41 alarm indicating a rotational sensor issue. Inspection of the commutator cap and rotational springs found scratch marks and other markings on the commutator cap. This resulted in a lack of consistent contact between the rotational sensor springs and the commutator cap. These findings resulted in the device not being deployed as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that while wearing the pod for less than an hour, the needle mechanism did not fully deploy as intended during activation.